Manufacturer narrative:
E2, e3: information has been requested, but unknown at this time. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined, that poor communication occurred, due to cable failure and the phenomenon¿ light brightness is off. Yellow and red lines are outside of the edges¿ occurred. Additionally, it was determined, that the cause of the cable failure is that water penetrated inside the device. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, cable puncture and a failed leak test were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the light brightness was off on the hd camera head, and there were yellow-red lines outlying the edges. This occurred during preparation for use. There was no report of patient harm.